Manufacturer narrative:
Product analysis: at analysis it was noted that the display had a dark spot on its lower section, indicating that it was damaged, and that its main seal was bulging, its hanger was broken and incoming testing was unable to be performed due to main board misalignment. The unit was cleaned and inspected, the main board was aligned, the display, main seal and hanger were replaced and the unit was then tested and calibrated on the automated test system and passed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator displayed an error on its screen and that its seal was damaged and its hanger bracket broken. The generator has not been received into service. No patient complications have been reported as a result of this event. It was further reported via follow-up that the error was discovered when the unit was collected for preventive maintenance. There was no indication that it occurred while in use on a patient. It was further reported that the device had been returned to service. It was further reported that the generator subsequently tested out of specification during manufacturer¿s analysis.